Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. A company representative replaced a footswitch as the footswitch connector pins were damaged due to customer mis-handling and disconnecting the footswitch cable. The system was tested and found to meet product specifications. The product met specifications at the time of release. Therefore, the root cause of the reported event could not be determined conclusively. (B)(4).

Event description:
An instrumentalist reported that the system stopped during calibration. The scheduled surgery was then completed without delay by skipping the calibration step and disabling the intraocular pressure (iop) control. No system messages were displayed. There was no patient involvement. No additional information is expected.